Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch, reference number 0010303, lot number hurj0269, was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number hurj0269, was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿after lysing and reducing the hernia contents, ventralex mesh (device #1) was placed with sutures.¿ (B)(6) 2011 - patient was diagnosed with chronic cholecystitis thereby underwent laparoscopic cholecystectomy. (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the sac was dissected free and the preperitoneal space was then developed with reduction of the sac. A synthetic mesh was placed with sutures.¿ (B)(6) 2014 - patient visited hospital for pain, discomfort along with increased size of the hernia in the upper abdomen. (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the removal of mesh and implanted with bio synthetic mesh. Per operative notes, ¿multiple adhesions to the posterior surface of anterior abdominal wall were taken down. Two small hernias in an ¿interstitial¿ fashion were identified and reduced. In the upper portion of the incision, an old mesh on the abdominal wall was removed as this was not holding any portion of the area of the hernia (device #1). A piece of biosynthetic mesh was placed on top of the hernia and attached to the abdominal wall with sutures.¿ (B)(6) 2015 - patient visited hospital for abdominal pain in right lower quadrant. (B)(6) 2017 and (B)(6) 2017 - patient visited hospital and diagnosed with inguinal hernia, small hernia on left and severe pain in left groin. (B)(6) 2017 - patient was diagnosed with left inguinal hernia, groin pain thereby underwent open repair with the implant of bard mesh pre-shaped with keyhole (device #2). Per operative notes, ¿the direct inguinal hernia was noted. A bard mesh pre-shaped with keyhole (device #2) was secured into position using sutures medially to the pubic tubercle, inferiorly to the shelving edge of the inguinal ligament, superomedially to the conjoint tendon and laterally to the shelving edge of the inguinal ligament. There was no evidence of old mesh from the patient¿s prior failed ventral herniorrhaphy visible in this region.¿ (B)(6) 2017 - patient had post op visit for a lot of pain and ecchymosis, but this has significantly improved. Patient was provided with clindamycin antibiotic. This was completely resolved on (B)(6) 2017. Attorney alleges that the patient had adhesions, pain, hernia recurrence and removal surgery also resulted in additional surgical repair on (B)(6) 2017.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 10 months post implant of ventralex mesh, patient was diagnosed with adhesions, hernia recurrence, pain thereby underwent repair with mesh removal. Per op notes, "an old mesh on the abdominal wall was removed as this was not holding any portion of the area of the hernia." The instructions-for-use supplied with the device lists adhesions, pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.